Event description:
Related manufacturer reference number: 2017865-2023-36408 it was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular and right atrial leads exhibited noise oversensing. The leads were explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of over sensing noise was confirmed. Final analysis found that as received, a partial lead was returned in two pieces for analysis. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.